Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The customer alleged laryngeal cancer. No clinical information or medical intervention was reported.

Manufacturer narrative:
The previous report stated in the section that there was no allegation of serious harm or injury and listed "laryngeal cancer" in the "other relevant history" field of the report. In addition, the previous report was filed as a "product problem" only. Due to a revaluation of the complaint information by the philips clinical expert team this information is being updated and will reflect in this corrected report as follows: the customer alleged laryngeal cancer. No clinical information or medical intervention was reported. The "adverse event/product problem" section has been updated as "both", product problem and adverse event, and the "outcomes attributed to ae" has been updated as "other". "Type of reported complaint" has been updated to "serious injury".